Event description:
It was reported that the epg (external pulse generator) fired inappropriately. The epg had been placed on a patient for back-up pac ing, when it paced the patient at a higher rate than the programmed setting. It was turned off and could not be used for the purpose needed. The epg was returned for repair and test/calibration. There was no adverse patient outcome.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the contacts on the interconnect flex were dirty. It was also noted that the lower case was broken. (B)(4).

Event description:
It was reported that the epg (external pulse generator) fired inappropriately. The epg had been placed on a patient for back-up pac ing, when it paced the patient at a higher rate than the programmed setting. It was turned off and could not be used for the purpose needed. The epg was returned for repair and test/calibration. There was no adverse patient outcome.